Event description:
The customer reported that the lh750 hematology analyzer generated falsely elevated neutrophil (82.7%) and falsely low eosinophil results (0.%) on one pt sample. The test results were accompanied by an instrument-generated message for imm ne 2 (immature neutrophil 2, suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). The sample was retested on the lh750 analyzer with similar results and the same imm ne 2 message. A manual differential was performed where 57% neutrophils and 24% eosinophils were counted. The erroneous results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR is for pt 1 of 1 on analyzer 1 of 2. See MDR #1061932-2011-01451 for pt 1 of 1 on analyzer 2 of 2. A field service engineer visited the site on (B)(4) 2009 to assess the instrument. He replaced the flowcell line and verified the instruments performance. An analysis of the raw data associated with this sample testing indicated an abnormal eosinophil (eo) population that completely overlapped with the neutrophil (ne) population. Since there is no visible separation or a valley between ne and eo populations, the software algorithm for the lh750 analyzer failed to distinguish eosinophils from neutrophils. The instrument, however, did generate a message flag because the ne population (together with overlapped eo population) looked abnormal.